Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 935 mg/dl. Troubleshooting was performed. The programming time, and date were correct. Ran a fixed prime and high pressure test and they passed. The customer did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.